Manufacturer narrative:
One fluid warming level 1 hotline low flow system was returned for analysis. The device had wear damage, faulty heater and an outdated printed circuit board. To test the device' tank was filled with water, the temperature check was attached, and the power switch was turned on. The reported issue was confirmed. There was a bad display and bad printed circuit board. The printed circuit board was replaced along with the membrane switch, drain fitting, heater assembly, line cord, and reflux plug to resolve the issue.

Manufacturer narrative:
Additional information was received indicating that the fault occurred during testing in december. There were no reports of clinical injury as the unit was not used on a patient.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer is not displaying the temperature on the led. No adverse effects were reported.